Event description:
Information was received indicating that a pump with a cadd administration set line attached was not recognizing a new cassette. It was reported the event occurred after successfully infusing hydromorphone and saline over the previous three days with a different cassette attached to the pump. Per the care manager the filling hose of the cassette looked different.

Manufacturer narrative:
(B)(6).